Manufacturer narrative:
The lvad was not available for evaluation. A direct correlation between the pump and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the autopsy report found that despite adequate sutures near the pump/ left ventricle and outflow graft area, there was diffuse bleeding in the endocardial and myocardial layer of the heart. The stanford type b or de bakey type iii aortic dissection stems from the intima of the descending artery just distal to the left subclavian artery, along the descending artery to the left femoral artery, with formation of a "false lumen" without recognizable re-entry with fraying of the media. Retroperitoneal and mediastinal soft tissue, corresponding to about 2 l of blood. The patient had hypovolemic shock, cardiogenic shock, acute right heart failure and shock kidneys secondary to profound acute blood loss and congestion in small and great arteries. The rp impella was also noted to be in appropriate position. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019, in an elective procedure that included a redo-procedure of a previous atrial septal defect (asd). It was reported that severe bleeding occurred during and after chest opening. A mini cuff was used. Here also, severe bleeding sources were observed. The pump was connected to the cuff, and the outflow graft was connected to the ascending aorta. A device from another manufacturer was implanted for right ventricular support. The patient developed type b aortic dissection (detected by transesophageal echocardiography) and expired during the procedure. No additional information was provided.